Manufacturer narrative:
Exemption number e2015055. One device was evaluated. The reported event was confirmed; the rotor assembly was found to be corroded. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Seven reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eight devices were received for evaluation; 6 events were confirmed during testing. Five devices were found to be affected by corrosion. One device was found to be affected by the motor not communicating properly with the console. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Seven reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.